Event description:
It was reported that "while attempting to pass a rod on a long construct (t10-l5), the rod inserter broke. The end of the inserter remained engaged on the rod and was removed with a kochar."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.